Event description:
In the article "infectious cellulitis of the face complicating injection for aesthetic nasolabial sulcus by hyaluronic acid: about seven cases"; annals of aesthetic plastic surgery, the authors describe a case study involving a patient that developed bacterial cellulitis of the face, including the eyelid, 3 months after injection in the nasolabial sulcus with a hyaluronic acid dermal filler. Patient was treated with antibiotics: an initial high dose intravenous treatment with "amoxicillin and clavulanic acid" for 72 hours followed by an oral prescription for eight days. Patient was left with "slight asymmetries" after treatment.

Manufacturer narrative:
(B)(4). Per the authors: "no patient was capable of accurately reporting the type and brand of the hyaluronic acid injected." Device labeling: precautions for use - as a matter of general principle, injection of a medical device is associated with a risk of infection.